Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation, the q1 transistors in ECG a and ECG b were found to be out of tolerance, resulting in adjust belt alarms. The root cause for the defective transistors could not be positively identified. No adverse event resulted from the defective q1 transistors. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that she was receiving frequent adjust belt alarms. The pt was issued a replacement electrode belt.